Manufacturer narrative:
The correction of serial# field deem required. This is based on the internal evaluation. #d4: previous serial #:(B)(6). Corrected serial#: (B)(6).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. This device had a camera fitted in the surgical light handle. It was stated the lens of the camera dropped from the camera in the handle. Lens detachment from the handle was also shown in the pictures provided by the getinge technician. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification as the glass lenses of camera¿s sterilizable handle dropped, what could be treated as a technical deficiency and it contributed to the event. Despite our best efforts, the provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low. The subject matter expert at the manufacturing site was involved into the investigation and found that the cracks and broken clips observed on the latest generation of sterilisable handles leading to the lens detachment are probably the result of chemical stress due to aggressive cleaning products. These damages cannot occur when handles are fitted on the lights and are detectable before use. In the instruction for use (powerled¿s instructions for use 01581 rev. 9, page 25) it is mentioned to check the handles for cracks and soiling during the sterilization process and also before mounting on the light. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 catalog# deems required. This is based on the internal evaluation. Previous d4 catalog#: ard568546010c. Corrected d4 catalog#: ard568370958/ard568350953.

Event description:
On 13th february, 2023, getinge became aware of an issue with one of surgical lights - hled. This device had a camera fitted in the surgical light handle. It was stated the lens of the camera dropped from the camera in the handle. Lens detachment from the handle was also shown in the pictures provided by the getinge technician. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause serious injury.

Event description:
On 13th february, 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated the lens of the camera dropped from the handle. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.